Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
The device history records were reviewed with no deviations or anomalies. A product history search found no other complaints for the femoral part and lot combination. This device is used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted the patient has bilateral knee arthroplasty components; while a component list was provided, there is no indication which components were placed in the affected knee. A cross-compatibility of all the components was performed with no issues found. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog #00598004701, nexgen stemmed precoat tibial component, lot #61088549 - manufactured by zimmer (B)(4) updated information received via primary and revision operative notes. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to osteoarthritis. At this point, it is confirmed that the 17mm articular surface was implanted in the right knee, with no compatibility issue noted. The right knee was addressed first, followed by the left knee. For the right knee, trial components first revealed a knee too tight in flexion, but after corrections, the knee revealed symmetric flexion and extension gaps. Knee was found to have 0 to 120 degrees of flexion and stable to varus/valgus and anterior/posterior stresses. Review of revision operative notes confirms patient underwent a right revision total knee arthroplasty due to a loose and angulated femoral component. It was immediately noticeable that the femoral component was loose and compressed medially. The tibial plate was explanted using osteotomes without significant difficulty. At this time a fracture of the posterior medial corner involving a third of the tibial plateau was found. This was reduced and two 4mm screws were used to compress. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.